Manufacturer narrative:
This report is submitted on february 8, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth. The device was explanted on (B)(6) 2021 under a general anaesthetic. It is unknown if the patient was re-implanted with another device.